Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an elevated capture threshold and loss of sensing were observed on the right atrial lead. During explant, insulation damage was observed on the lead. The patient was stable following the procedure and there were no adverse consequences.